Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. Follow up indicated that the staff at the rehab center in which the patient was staying applied a cream and the rash improved.